Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. The health care provider (hcp) tried booting up the system prior to a case and it got stuck at "system booting please wait" on the image acquisition system (ias). A system reboot was performed and the issue resolved. No complications were reported/anticipated.